Event description:
It was reported by the rep that the device was used during a colon resection. It was reported that the "tlc55" was used for three firings. Upon the third firing only three staples were formed. The surgeon tried to fire it again but it would not. They called for a second device and "gia 60" was sent up from "spd" to continue and complete the procedure. The rep explained that the device locked out and prevented it from firing. There was no consequence to the pt.